Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up with the pulse generator in backup vvi. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.